Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who explained that staff expected the system to be ready for use to allow them to be able to monitor patient vitals; however, the speaker was not producing any sound. The faulty speaker was exchanged under contract. The speaker replacement was shipped and received by the customer. A good faith effort response confirmed the unit has returned to working specification. The original speaker shipped to a philips authorized repair facility for further inspection. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation confirmed the customer's alleged malfunction as there was no speaker sound at start up test. Based on the information available in the case and testing conducted by a philips authorized repair facility, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported there was a speaker malfunction. Audio was not coming from the device. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer who explained that staff expected the system to be ready for use to allow them to be able to monitor patient vitals; however, the speaker was not producing any sound. The faulty speaker was exchanged under contract. The speaker replacement was shipped and received by the customer. A good faith effort response confirmed the unit has returned to working specification. Based on the information available in the case and received by good faith effort response, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. No further investigation or action is warranted at this time.